Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) performed system preventative maintenance (pm) and confirmed all verification testing performed within the instrument's published performance specifications. The unit was in normal operation. A definitive cause of the incident is unknown.

Event description:
The customer reported falsely elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. An elevated result of 0.68 ng/ml was obtained and released out of the laboratory. As a result, the patient underwent an angiogram procedure. On (B)(6) 2013, a new sample was collected from the patient and analyzed through an alternate unknown methodology. The sample produced a lower result of 0.00 ng/ml. It is unknown if the patient was given any additional treatment. There has been no report of current patient outcome. The customer stated controls had been recovering within range without any issues. The plasma sample was collected onsite in a gel separated tube. The sample was collected in a beckton dickinson light green top tube and centrifuged at 3,000 rpm (rotations per minute) for 20 minutes at room temperature. The sample was processed prior to delivery to the laboratory and normal in appearance. The customer indicated there had been sample handling issues in the past. System maintenance was current and system check passed within all specifications. No system issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.